Event description:
It was reported that during lead implant procedure the lead could not be placed at the intended level due to scar tissue. As result, effective therapy was never established and the patient will undergo a procedure on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.